Manufacturer narrative:
The insulin pump was received with a blank display after the count down due to a problem with the motherboard. No alarms or frozen screen noted.

Event description:
The customer reported a loud beep, unresponsive buttons and a black screen after the insulin pump was dropped on the floor. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.